Manufacturer narrative:
(B)(4). Date of event: publication year of 2014. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: transanal endoscopic operations for rectal tumours. Author : carlos gavilanes calvo, jose´ carlos manuel palazuelos, joaqui´n alonso marti´n, julio castillo diego, ignacio marti´n parra, marcos go´mez ruiz, manuel go´mez fleitas citation: cirugia espanola (2014); 92 ( 1 ): 38 ¿ 43. Transanal endoscopic operation (teo) may be the technique of choice for the treatment of rectal lesions, both benign and selected malignant lesions, with similar survival rates to conventional surgery but with lower morbidity. The authors presented a series of patients who operated on with teo. This experience involves 70 patients (51 male and 19 female; mean age: 69; age range: 35-88) who were operated consecutively using teo from july 2006 to march 2012. The surgical procedure was performed with the transanal endoscopic operation platform and ultrasonic scalpel (ultracision harmonic; ethicon) reported complication included rectal bleeding (n-6) in which 1 patient needed laparotomic rectal resection, gas transitory incontinence (n-2) which resolved after 2 months, liquid stool transitory incontinence (n-1) which resolved after 3 months, and intraperitoneal perforation (n-?) In which a conversion to abdominal surgery was necessary. In conclusion, teo allows excision of benign rectal lesions that could not be excised with a conventional approach (endoscopic or transanal resection) with a low morbidity rate. Teo can be used for malignant rectal tumours in early stages (pt1) with pathological confirmation.